Manufacturer narrative:
Multiple products of the same part # were implanted during the procedure, including lots h10k2111 and h10j3262. Although it is unknown which of the two devices contributed to the reported event, we are filing this MDR for notification purposes. Analysis summary report: optical examination of complaint return bone screw heads display atypical lack of deformation on the anti-migration lock washer interface diameter ledge, in comparison with bench test samples. Dimensional examination of inner and outer bone screw head diameters confirm conformance to print specification.

Event description:
It was reported that the patient underwent 4 level anterior cervical discectomy and fusion (acdf) from c4 to c7. A progression of fusion was found during a routine visit. The patient underwent revision surgery for screws backing out post-op. According to the report, the screws and set screws were removed but not replaced; the cervical plate remained implanted. Currently, the patient is "healthy". No patient complications were reported.

Manufacturer narrative:
Patient (B)(4) (revision surgery with no reported symptoms), (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.